Event description:
Reporter noted posterior capsule tear occurred near end of lens removal. Vitrectomy performed. Unsure of contributing factors, but did not feel the tear was caused by fragments or a device malfunction. Prognosis reported as excellent. Va 20/30.